Event description:
The facility stated that the surgeon implanted an aq2010v 3 piece silicone lens. The lens haptic broke during insertion into the eye. The incision was enlarged to remove the lens. The injector model msi-tm and cartridge model aq cartridge fp, lot numbers were not specified by the facility.